Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a non-penumbra sheath, and a guidewire. The physician completed two passes in the target location using the red68 and then removed the red68 to be flushed. While retracting the red68, the physician experienced resistance and the red68 fractured on the midshaft. The physician was able to remove the red68 from the sheath by hand. The procedure was completed using a new device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.